Event description:
This complaint is linked to 2005-1883 and 2006-0080. In this reported incident, the user facility reported tubing cracked/broke at the stopcock near the transducer (red cap) causing csf leakage. The drainage system had been placed for 5-7 days prior to csf leakage. The pt associated to this report was paralyzed and sedated, therefore there were no unusual movements that could contribute toward the incident.